Event description:
It was reported that last night, the stimulator was kind of malfunctioning, kept running all night and they couldn't shut the stimul ator off. Pt mentioned that when they lay down to go to bed and sleep, it made them nauseous, so they had to sit in their recliner and goes on and off. Pt said they called their representative(rep) today and told them to turn the therapy off and call patient services. Pt stated they got groups a to g, and they keep the stimulator on group a because the intensity was about 7.5 or something but then at night, they switch to group c which has lower intensity. Pt mentioned they couldn't switch to group c last night because they couldn't connect to the therapy app (see rtg1069215 for further troubleshooting). Agent documented information given during the call. Patient called back. Caller reports his implantable neurostimulator (ins) 60% charged. Caller reports last night he was not able to change to group c for night, unable to connect to his implant with his communicator. No error message seen. Troubleshooting performed. Resetting the communicator, closing all apps, continue to not able to connect to the implant. Reviewed general use of the therapy apps and handset. Reviewed how to power the handset off and on. Caller was able to access his therapy app after powering the handset off. Email sent to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.